Event description:
It was reported that the insulin pump had a blank display and that the customer experienced high blood glucose levels. The customer stated that he woke up with high blood glucose reading of 400 mg/dl. The most recent blood glucose reading was 126 mg/dl. The issue was resolved upon troubleshoot, and the display did return. The customer later advised that the device was working and declined troubleshooting assistance for the high blood glucose, the battery out limit alarm, and the bolus stopped alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.